Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead for t-wave oversensing (twos). Also, the rv lead r-waves were diminished and only sensing at 2.5 millivolts. The lead was capped and replaced. No further patient complications have been reported as a result of this event.